Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
The patient underwent a left transcarotid artery revascularization on (B)(6) 2020. The following day, the physician indicated that the patient had suffered an ischemic stroke. Patient suffered speech deficits. The stent looked patent, the patient had been following the dual antiplatelet therapy as required.